Event description:
Procedure: laparoscopic hernia repair reportedly when the surgeon passed the mesh through the blunt tip trocar, the seal came off and entered the patient's abdomen. Seal was retrieved without difficulty. No patient injury reported.